Event description:
Caller alleging discrepant inratio value. On (B)(6) 2015: inratio = 1.8; warfarin dosage changed from 5 mg every day to 7.5 mg one day and 5 mg for 6 days. On (B)(6) 2015: inratio = 1.1, (B)(6) 2015: lab = 2.2. Therapeutic range: 2.0-3.0. No reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Manufacturer narrative:
Investigation conclusion update: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. A review of retain testing from previously conducted case (B)(4) met both accuracy and strip repeatability criteria. After reviewing all previous in-house donor testing conducted for lot 365984a, no product deficiency was found. The release specification is within the calculated confidence interval of the percent flier rate for complaint investigation testing. A review of the manufacturing records revealed that the lot had met release specifications. An improper use of the meter was identified in the complaint. This cannot be ruled out as a cause for the unexpected result. Certain relevant conditions can contribute to discrepant inr results. The patient was reported to have end stage renal disease. End stage renal disease was identified as a condition that may contribute to a discrepant inr result. A notification letter has been sent to customers to inform them of these patient conditions. Since the meter was not returned, the impedance curve associated with the discrepant result could not be analyzed for characteristics of a weak-slope change. An impedance curve with a weak-slope change has been identified as contributing to a potential discrepant result. Root cause is unable to be determined at this time without product return. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.